Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device evaluation, service history review and/or device history review could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to the time of death. It was not reported if therapy was ongoing at the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.